Manufacturer narrative:
Conclusion: further investigation cannot be pursued because there is no lot number/serial number and product was not returned. No report of death or serious injury. Corrective action is not required at this time.

Event description:
Caller reported discrepant low inratio results as compared with the lab. Results as follows: date: 4/19/16, inratio: 1.4, lab: 2.28. Time between tests: >5 minutes but < 10 minutes. Therapeutic range: unknown.